Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis (hd) machine had a 24v high message. The bmt stated when unplugging the cable from the blood pump module from the motherboard that the machine powered on ok. No patients were involved. The bmt was advised to replaced the capacitor on the power supply unit and motherboard. The bmt found a burnt connector on the motherboard. Upon follow-up, the bmt confirmed that the connector on the motherboard appeared burned. The bmt stated that there was no burning smell, melting, smoke, spark, or flame, only that when evaluating the machine, the connector appeared to be discolored and burned. The bmt confirmed that the wires on the power logic board also appeared pinched but confirmed there was was no visible damage to the wires themselves. The bmt stated that the damage was noticed after evaluating the machine for a 24v high message. The bmt stated the motherboard and power logic board were original fresenius part on the machine. The bmt confirmed that the machine has not had any past problems with the reported alarm or any other damaged component associated with the damaged components. The bmt stated that the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt stated the power supply unit, motherboard and power logic board were replaced and the machine is back in service without reoccurrence of the reported event. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Additionally, the bmt confirmed that the complaint components were available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis (hd) machine had a 24v high message. The bmt stated when unplugging the cable from the blood pump module from the motherboard that the machine powered on ok. No patients were involved. The bmt was advised to replaced the capacitor on the power supply unit and motherboard. The bmt found a burnt connector on the motherboard. Upon follow-up, the bmt confirmed that the connector on the motherboard appeared burned. The bmt stated that there was no burning smell, melting, smoke, spark, or flame, only that when evaluating the machine, the connector appeared to be discolored and burned. The bmt confirmed that the wires on the power logic board also appeared pinched but confirmed there was no visible damage to the wires themselves. The bmt stated that the damage was noticed after evaluating the machine for a 24v high message. The bmt stated the motherboard and power logic board were original fresenius part on the machine. The bmt confirmed that the machine has not had any past problems with the reported alarm or any other damaged component associated with the damaged components. The bmt stated that the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt stated the power supply unit, motherboard and power logic board were replaced and the machine is back in service without reoccurrence of the reported event. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Additionally, the bmt confirmed that the complaint components were available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 device component code.

Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis (hd) machine had a 24v high message. The bmt stated when unplugging the cable from the blood pump module from the motherboard that the machine powered on ok. No patients were involved. The bmt was advised to replaced the capacitor on the power supply unit and motherboard. The bmt found a burnt connector on the motherboard. Upon follow-up, the bmt confirmed that the connector on the motherboard appeared burned. The bmt stated that there was no burning smell, melting, smoke, spark, or flame, only that when evaluating the machine, the connector appeared to be discolored and burned. The bmt confirmed that the wires on the power logic board also appeared pinched but confirmed there was no visible damage to the wires themselves. The bmt stated that the damage was noticed after evaluating the machine for a 24v high message. The bmt stated the motherboard and power logic board were original fresenius part on the machine. The bmt confirmed that the machine has not had any past problems with the reported alarm or any other damaged component associated with the damaged components. The bmt stated that the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt stated the power supply unit, motherboard and power logic board were replaced and the machine is back in service without reoccurrence of the reported event. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Additionally, the bmt confirmed that the complaint components were available to be returned to the manufacturer for physical evaluation.